Event description:
This is filed to report thrombus requiring intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and malcoaptation of a2/p2. During a mitraclip procedure, an xtw was positioned on a2/p2 leaflets and deployed successfully. The mr was reduced to grade 1+. The steerable guide catheter (sgc) and mitraclip performed as expected. After the clip delivery system (cds) and sgc were removed from the anatomy, a 2-3 millimeter clot was visualized near the fossa in the right atrium. A non-abbott thrombectomy device was used to remove the clot successfully and additional heparin was administered. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.